Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the camera head exhibited a e226 scope communication error. The issue occurred during maintenance. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and additional information. Updated fields: b5, d8, d9, g6, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: scope communication error e216, connection problem with the telescope and connection problem with the processor. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the reported malfunction scope communication error e226 and scope communication error e216 found during device evaluation was due to faulty cable unit. The most probable cause of the connection problem with the telescope was due to deformed coupler ball and the most probable cause of the connection problem with the processor was due to deformed cable connector as identified. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.